Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient was scheduled for inferior vena cava (ivc) filter procedure secondary to deep vein thrombosis, pulmonary embolus with contraindication to anticoagulation due to upper gastrointestinal bleed. Approximately five months post ivc deployment, patient was scheduled for ivc retrieval and deployment of a permanent greenfield filter. Access was gained via the right internal jugular vein and the initially deployed ivc filter was successfully retrieved without incident and the permanent greenfield ivc filter was successfully deployed with the apex of the filter at l2. An inferior vena cavagram performed during ivc filter retrieval and greenfield ivc filter deployment revealed normal inferior vena cava without evidence of thrombus. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2013); (manufacturing date 03/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced pain. The device was removed percutaneously. The patient reportedly expired.